Manufacturer narrative:
The device history record (DHR) could not be performed because the lot number was not available. A sample evaluation could not be performed because no sample nor photo were available. The reported condition could not be confirmed. A root cause could not be determined. A walkthrough was carried out of the manufacturing process. Current process and controls were found to be followed correctly. Staff were notified of the reported condition with the purpose of raising staff awareness. The manufacturing site will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported, if you don't put it on the ground, the urine stagnates in the bladder and doesn't go down into the box.